Event description:
Report received of non-delivery due to tubing loaded upside down. The customer contact reported that the tubing was loaded upside down into the pump on a pt in the endoscopy lab. The solution infusing and rate were unknown. It was also unknown how long the infusion was running before staff noted that the tubing was misloaded. Once it was noted, the tubing was reloaded and the infusion was continued without reported event. There was no reported adverse pt event. The pump was not isolated, and therefore no serial number was available. Though requested, there was no further info available.